Manufacturer narrative:
(B)(4)

Event description:
It was reported, it was not possible to insert the extension into the header block. The extension would only go part way into the 0-7 header block of the device. Even with changing angles of the extensin, twisting the extension, loosening the set screw even more, the extension still did not go in. This same extension went in fine in the 8-15 block. The implantable neurostimulator was then replaced.